Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018, with the following findings: during investigation, the black box showed no evidence of a power issue. However, cs052/054 errors observed in b/box on complaint date. Battery compartment is cracked on the side. Battery cap was not returned. No corrosion observed in the battery compartment. A test cap is able to attach to the pump. Pump powers on with audible and vibratory features. Pump was exercised for 12hrs; no reboot, loss of power or call service alarms were duplicated. Removed pump cover and no evidence of moisture or loose components inside pump. No intermittent power issue or cs alarms were duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.